Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false reactive prism hbcore result was generated. The following data was provided. (B)(6) 2022. Sample ID (B)(6). Hbcore results: repeat reactive 0.89, 0.93, and 0.94 s/co. The sample tested nonreactive on the alinity s processing module which is believed to be correct. Supplemental testing was nonreactive/negative for hbsag and hbv pcr. No impact to donor or patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. To evaluate clinical specificity of prism hbcore reagent lot 35001m700, the lot and a reference lot (39006m700) were tested in a specificity setup inclusive of replicates of the negative control and a negative human population panel. The testing passed all validity and acceptance criteria. All generated data demonstrates that the prism hbcore reagent lot 35001m700 is performing as expected. No deficiency was identified.